Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical database that the patient presented on (B)(6) 2012 complaining of color spots in their vision bilaterally over the past 48 hours. A computerized tomography (CT) scan was performed which showed subacute right parieto-occipital infarct with hemorrhage. It was noted that the patient had bilateral lower temporal vision deficits over the past nine months. The patient was admitted and was initially monitored in the cardiac intensive care unit. Anticoagulation was reversed with vitamin k and fresh frozen plasma. Neurosurgery was consulted and recommended no intervention. Follow up CT scans did not show any worsening signs. Anticoagulation with heparin to coumadin bridge was initiated along with high dose aspirin and follow up imaging remained stable. The patient developed acute hemorrhagic transformation of the previous subacute right parieto-occipital infarct. A small focus of hemorrhage was also noted along the right posterior parietal lobe likely due to a focal cortical hemorrhage. Stable chronic left parieto-occipital infarct with encephalomalacia. At pre-discharge on (B)(6) 2012 the evolving right occipital intraparenchymal hematoma had decreased dimension and density with no new bleed. The patient was discharged on (B)(6) 2012. No further information has been provided.